Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during follow up routine after the spaceoar vue placement procedure, the computed tomography (CT) showed the air bubble near the hydrogel, a rectal wall infiltration was suspected, the physician requests a magnetic resonance imaging (MRI) that showed a mild infiltration at the apex and some more at the penile bulb that might have touch the mucosa. The patient is asymptomatic. The radiation treatment has been delayed due to this event.